Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that neither the mute button nor the alarm reset button were operational. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 24oct2018. Date received by manufacturer: 21aug2018. Philip's service technician evaluated the unit and the reported problem of mute button and reset alarm button not working was not duplicated. The service technician performed an operational check on buttons for mute and reset alarm no abnormality in their function was observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.